Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat a walled-of-necrosis (won) with 10% necrotic material during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the sheath and the hub of the handle broke. The stent prematurely deployed in the scope. The physician removed the stent together with the scope from the patient and a different sized axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of stent prematurely deployed. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned fully deployed. Visual examination found the tip and the monopolar plug were detached and were not returned. The stent deployment hub was also detached. No other problems were noted to the stent and delivery system. The reported event of stent prematurely deployed was not confirmed; the stent was returned fully deployed and the problem occurred during the procedure, therefore, it could not be functionally/visually verified. The reported event of sheath break was not confirmed; no damages were noted on the sheath. The reported event of hub/luer detached was confirmed; the deployment hub was found detached during visual analysis. The damages noted to the device were most likely due to anatomical and/ or procedural factors encountered during the procedure. It might be that handling and manipulation of the device and the excessive force applied contributed to the reported events and to the observed failures. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. Block h11: block h6 (device code) has been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat a walled-of-necrosis (won) with 10% necrotic material during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the sheath and the hub of the handle broke. The stent prematurely deployed in the scope. The physician removed the stent together with the scope from the patient and a different sized axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event.